Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
Complainant states: patient's son informed us that his mother uses duoderm hydroactive gel and felt pain. His mother has used the device since 2013. His mother needed to go to hospital to remove the gel. Hospital nurse removed the gel and applied the same device but different lot. The patient doesn't feel pain anymore.